Event description:
It was reported the patient experienced pain attributed to the lead. As a result, surgical intervention was undertaken in 2021 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.